Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-may-2017, an fse visited the customer site and found that the leak sensor had a short. He replaced the leak sensor with a new one and then ran the daily maintenance procedure which passed with no leak sensor errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was due to a faulty leak sensor.

Event description:
On (B)(6) 2017, a customer reported obtaining error 3022: leak sensor s702 detected with their aia-360 analyzer. The customer was unable to run ctnl 2 (troponin) patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.